Event description:
The patient reported four days after device placement she had been hospitalized for symptoms of nausea, vomiting (6-7, times per day from any type of food or water), dehydration, itching, stiff neck, and headache. The physician diagnosed spinal fluid leak for additional symptoms of stiff neck and headache; antibiotics had been prescribed (drug identity was not provided). The drug used in the pump was morphine; the patient indicated "there was a low dose of morphine running currently." In 2007, the patient had been discharged to home; her symptoms of nausea and vomiting persisted, but had improved. The patient reported a reduction in vomiting down to 1-2, times per day; her headache was better and she no longer detected stiffness in her neck. At follow-up three days later, she had reported headache, nausea and vomiting to the physician. Additional information has been requested from the physician.